Event description:
It was reported by service report that the siderail will not latch automatically due to broken spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.